Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection and the implantable cardioverter defibrillator system was removed. Related manufacturer reference number: 2017865-2020-02100, 2017865-2020-02101